Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use (IFU), as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric de novo lesion in the mid right coronary artery that was 80% stenosed. The lesion was pre-dilated with a 3.5mm non-abbott balloon. A 4.0 x 28mm xience xpedition was advanced and deployed at the lesion. It was then noted that there was a proximal edge dissection. A 4.0 x 12mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. The patient was stable. There was no adverse patient sequela reported. No additional information was provided.